Manufacturer narrative:
Upon technician diagnosis, left wheel broke off of frame, patient unable to use manual wheelchair. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Upon technician diagnosis, left wheel broke off of frame, patient unable to use manual wheelchair.